Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: a device history maintenance eval/review was performed. The investigation of the complaint articles has shown that there were no issues during the manufacture of the product that would contribute to this complaint condition. The raw material which was delivered as lot #kr331868 is corresponding to the specifications. The hardness was measured at the time of the manufacturing at 47 hrc and was found to be good. No ncrs were generated during production. A manufacturing evaluation was performed. The investigation of the complaint articles has shown that: the fitted hard metal insert is broken off. The review of the manufacturing documents revealed that this article was manufactured in 2009 according to the specifications. No abnormal findings were identified. Based on these results we conclude that the cause of failure is not due to any manufacturing non-conformances and we have to assume that exceeding applied mechanical force led to this breakage. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: the complaint received states that the blade of this instrument was broken when the surgeon was cutting the plate. This is report number 1 of 1 for (B)(4).

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. Review of manufacturing records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.